Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular channel resulting in inappropriate atrial tachy response (atr) and pacing inhibition. Technical services (ts) noted that the noise was observed on all three channels. The amplitude of the noise was unusually high. Technical services (ts) suspected the source of the noise was external -- possibly a tool. Troubleshooting was performed and the device sensitivity was decreased. No adverse patient effects were reported and the patient will be monitored. The device remains implanted and in service.